Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the collimator iris was closing on it's own and giving an iris too larger error. This error may cause degraded image quality therefore making the system unusable. There was no patient injury or death reported.